Event description:
While onsite to perform preventive maintenance, the customer reported to the MFR's service technician that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The MFR's service tech reported when the ventilator was started in diagnostic mode, it would perform a restart and then stop and display vent inop due to a flash programming error, which will occur during startup or post-service. The service tech replaced the sensor board to correct the finding. Extended self testing (est) and performance verification testing was completed, and the ventilator passed per operating specs.